Event description:
A customer reported that during surgery to repair a preexisting retinal detachment, in the left eye, the system spontaneously stopped working and displayed two error codes. Fluid instead of air entered the eye causing the retina to re-detach. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).